Event description:
Healthcare professional reported right side "presence of well-placed retropectoral breast prostheses with radial folds of the right breast at c11" and "stiffening of the breast, pain and impairment in daily activities, grade IV capsular contracture." Device remains implanted.

Manufacturer narrative:
Continued: e1- phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: capsular contracture: unable to observe as it is not related to the device. Crease/ folding of implant: creases were observed. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side "presence of well-placed retropectoral breast prostheses with radial folds of the right breast at c11" and "stiffening of the breast, pain and impairment in daily activities, grade IV capsular contracture." Device has been explanted and replaced.